Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: an IV tubing connector disconnected while an rn was addressing an air-in-line alarm. The line was clamped, replaced, and the infusion continued without affecting patient care; the equipment was retained for investigation. Cat# of product being complained: (B)(6). Description of product: set check valve 0.2mic 2nf 87/6in 2pc male l/l (B)(4) ea/ca lot or s/n: unknown complaint noticed: during / after use problem frequency: 1st time patient injury: no qty affected: (B)(4) ea.